Event description:
The recipient is reportedly experiencing loss of lock following a head trauma incident. A CT scan showed no internal bleeding. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, a fractured case and detached braze from the ceramic case was revealed, as well as bio material which are consistent with the trauma reported. The photographic imaging inspection was unable to be performed due to device condition. System lock could not be tested due to device condition. Electrical and mechanical testing was unable to be performed due to device condition. The failure of the implantable cochlear stimulator (ics) device was attributed to a severely fractured case. Cracked cases are usually associated with impacts sustained over the implant location, which is consistent with the trauma reported. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.